Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: during a long procedure, the instrument was used on voluminous and slightly oedematous anal tissue. According to the surgeon it is possible that ventral tissue was not placed in the stapler. During firing the characteristic cracking noise was detected. Ventrally 10-2 o'clock there were no staples detected. At 10 o'clock and 2 o'clock little 'tissue ears' were formed. Dorsally semi-circumferential the staple line was ok. Surgeon could not observe any free staples in situs. Staple line was overstitched by hand. There were no negative consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device did not staple but cut. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.